Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient was examined by their dentist, and it was found that the patient has severe malocclusion and is suffering tmd because of being in byte aligners. The patient was having pain with opening and closing, along with reporting disruptions in their occlusion. Patient's treatment needs to stop immediately to rectify their issues. Dentist recommends stopping the aligner treatment and to correct their malocclusion at the dentist office.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.